Event description:
It was reported that the customer experienced a blood glucose (bg) level of 547 mg/dl; cause was unknown. Reportedly, the customer changed the infusion set 3 times and then delivered a correction injection to address bg. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Tandem technical support provided education for using room temperature insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.